Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, bumper was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since bumper fell or was missing could be considered as technical deficiencies, and in this way the device contributed to event. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the technical manual for every single fork configuration. To prevent any similar incident maquet sas recommends: ¿ to avoid collision. ¿ to check the correct positioning of the cover after maintenance or cleaning. ¿ to secure the bumpers with screws. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 19th june 2024 getinge became aware of an issue with one of our surgical lights ¿ volista standop. It was stated the bumper was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.